Manufacturer narrative:
Additional information received indicates that the product with serial number cwt607073s was reported in regulatory reports 838115070, 838161486, and 839318065. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application was unable to interrogate the implantable cardioverter defibrillator (ICD) to deactivate therapies prior to an upcoming electrocautery. It was noted that both the programmers are unable to interrogate with the implantable device. Troubleshooting steps were taken to include swapping out the application for two separate programmers; however the issue persisted. The programmers are expected to be returned for evaluation. The ICD remains in use. No patient complications have been reported as a result of this event.